Manufacturer narrative:
Additional narrative: philips has investigated this complaint. Based on information provided, the wireless footswitch lost its connection during a planned coronary procedure. The battery and the wi-fi lights were illuminated red and flashed rapidly. The philips service engineer replaced the footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes.

Event description:
It has been reported to philips that the wifi and battery indicators on the wireless footswitch were flashing red and the wireless footswitch stopped working during the procedure. The procedure was completed by using a wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.